Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair procedure on (B)(6) 2013 and the mesh was implanted. The patient underwent a surgery on (B)(6)2013 to repair an incisional hernia and remove the mesh from the abdomen. On (B)(6) 2016 the patient underwent an open revision surgery due to pain, recurrent ventral hernia, adhesion complications, and an area of small bowel to which the mesh was adhered. No additional information was provided.